Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 2252 mg/dl in the morning. Customer treated their blood glucose with the bolus wizard. The customer declined to be transferred to the helpline to complete troubleshooting. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.